Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and silicone migration.

Event description:
Patient¿s representative reported "swollen lymph nodes", "leaking", "silicone had infiltrated the pectoral muscle", and "pain". Fibromyalgia was also reported, but considered not device related. The device has been explanted. Left side.